Event description:
Caller reported a tandem mobi cartridge alarm, which caused blood glucose to exceed normal levels, although the specific value was unknown and displayed as "high." The customer managed the high blood glucose by administering a correction injection using manual delivery and did not require third-party assistance. Technical support confirmed the cartridge alarm 34 and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.